Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to due to corrosion on video connector unit (likely due to wear and tear damage with customer mishandling and with increasing use/time). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of air and water leakages was not confirmed. In addition to the b30 communication error finding, the additional evaluation findings are as follows: circuit board unit in suction connector had corrosion due to water leakage, plug unit had corrosion due to water leakage, suction connector had corrosion due to water leakage, cover glass had a scratch, image guide (ig) cover had corrosion due to water leakage, ig holder had corrosion due to water leakage, ig mount had corrosion due to water leakage, ig mount had corrosion due to water leakage, charged coupled device unit (hybrid) was sticky due to water leakage, control unit had corrosion due to water leakage, plug unit had corrosion due to water leakage, ig bundle had a stain, light guide-bundle had breakage, connecting tube had corrosion, due to damage on condenser unit, the insulation resistance between evis and us connector did not reach the standard, ultrasonic connector had corrosion due to water leakage, and universal cord had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope olympus asset had air and water leakages. There were no reports of patient harm. During evaluation of the returned device, the following reportable malfunction was identified: a b30, scope communication error was found due to corrosion on video connector unit. This MDR is being submitted to capture the reportable malfunction found during evaluation.